Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer touchscreen inputs were not detected. It was indicated that the flex cable was damaged. It was also indicated that multiple external components were damaged/worn. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen inputs were not detected. The programmer was returned for service. No patient complications have been reported as a result of this event.